Event description:
It was reported that a alert triggered. Follow up check revealed that the right ventricular (rv) lead exhibited high impedance, and noise was confirmed. Alert and detection were turned off and the rv lead remained in use. Subsequently, the rv lead was capped, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).